Event description:
Pt is having trouble with their meter. He stated that when pt does a test the system only displays half of the number. While on the phone a review of the system was conducted. It was learned that portions of the "hundreds and units" digit were missing segments. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.